Event description:
A customer reported that the top and bottom portion of the display was missing. An attempt was made to evaluate the system over the phone but the customer was too "stressed out" to perform any evaluation. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.